Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged 1267-100 batch 210921 was received for evaluation. Visual inspection revealed a crack at the connection with the metal and regular signs of wear and tear. A functional test was performed by pressing the buttons; friction was noted, which could be due to continuous reprocessing. The most likely cause of the reported failure is wear and tear on the 2021-manufactured device.

Event description:
On 22-dec-2025, it was reported by a sales representative via (B)(4) that an 1267-100 radiolucent targeting arm cracked at the metal interface attaching to the nail during impacting of the impactor pad. This was discovered during a trochanteric nail procedure with no patient harm. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.